Event description:
It was reported that the pump displayed a malfunction code, malf 16, and the issue persisted despite attempts to reset it. No information was provided regarding an impact on the customer¿s blood glucose level. Cts assisted the caller by providing pump reset instructions and decided to replace the pump. The customer acknowledged the instructions to use multiple daily injections (mdi) as backup therapy and agreed to return the pump using a pre-paid label.